Event description:
Boston scientific received information that this right atrial (ra) lead had exhibited low sensing impedance measurements recently and a fracture was suspected as it tripped the lead safety switch. The lead was surgically abandoned. There were no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.